Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) approximately eight months ago. During a recent in-clinic follow up, the lead exhibited high out of range pacing impedance measurements. Additionally, a significant drop in ejection fraction and return of heart failure symptoms was reported. A revision procedure was performed. The lead was surgically capped and abandoned and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal segment of the lead was returned severed 345 millimeters (mm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and ring and dried blood/body fluid was noted in the lumen. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.